Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. The system started in door closed and multiple open/closes were registered correctly with no issue. Upon inspection, nothing was out of order or misaligned. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system would not close. Site mentioned that nothing was stuck in the covers causing the system not to close. A medtronic representative recommended site to hold down the yellow button and the door close button and then re-close the door. Site was able to close the door completely however "door open" message still appeared. The system was removed from around the patient. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.